Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented with a distal 1/3 tibial fracture; mechanism of fracture was unknown. During tibial nail insertion the driving cap broke on the threads inside the insertion handle. The surgeon was able to fully insert the nail and no harm was done to the patient. No adverse event to the patient or the tibial nail. The surgery was delayed for fifteen to thirty (15-30) seconds. Concomitant device reported: tibial nail (part unknown, lot unknown, quantity 1); insertion handle (part 03.010.440, lot 11-3169, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the driving cap was returned lodged in the insertion handle on december 27, 2016, however, it was discovered during the evaluation performed on january 25, 2017. A product development investigation was performed. The returned instruments were examined and the complaint condition was able to be confirmed as the distal threads of a driving cap had broken off and were lodged in the returned insertion handle. The proximal majority of the driving cap was not returned so the part/lot number cannot be identified but the complaint lists that part number as 03.010.523. A visual inspection, device history record review (DHR), and drawing review were performed as part of this investigation. Replication of the complaint is not applicable ad the device was returned broken. The returned insertion handle was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system. Drawing was reviewed. The acceptable hardness range on article 03.010.523 has been changed. This change is a corrective action to make sure the material hardness at the thread is sufficient. It is uncertain if the instrument was manufactured prior to this change due to the unknown lot. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.